Event description:
Caller reported a malfunction on the pump but did not experience any adverse impact on their blood glucose level. Technical support assisted the caller with resetting the pump using the provided reset information. After resetting, the malfunction code did not recur, and the caller was instructed to continue using the pump and to call back if any issues arise.